Manufacturer narrative:
The investigation concluded that lower and higher than expected vitros phenytoin (phyt) quality control results were obtained from two different levels of non-vitros (biorad) quality control fluids and higher than expected results were obtained from a single vitros tdm performance verifier (pv) fluid on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. A vitros phyt within-run precision test was performed to assess instrument performance and the results were outside of ortho¿s recommended guidelines. Acceptable vitros phyt within-run precision test results were obtained after an ortho field engineer (fe) performed adjustments to the immunowash dispense and was able to perform the spot testing with consistent results in the expected location on the slide.

Event description:
A customer obtained lower and higher than expected vitros phenytoin (phyt) quality control results from two different levels of non-vitros biorad quality control fluids and higher than expected results from a single vitros tdm performance verifier (pv) fluid on a vitros 5600 integrated system. Biorad l2 control lot 40940 results of 17.4 and 16.3 ug/ml vs the expected result of 12.62 ug/ml. Biorad l3 control lot 40940 results of 16.5, 15.5, 14.7, 11.8, 12.8, 15.7, 14.8, 31.4, 30.7, 29.5, 31.2, 33.2, and 32.1 ug/ml vs the expected result of 20.65 ug/ml. Vitros tdm pv b6508 results of 38.8, >40.0, 38.5, 37.7, 39.2, and 37.9 ug/ml vs. The expected result of 25.9 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the issue were to occur undetected on patient samples. The lower and higher than expected vitros phyt results were obtained when processing quality control fluids and a pv fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).